Event description:
A report was received that the patient¿s ipg would no longer take a charge. The patient underwent a revision where the ipg was relocated. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
.